Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® urine collection cups customer received urine containment without label expiration date. The following information was provided by the initial reporter. The customer stated: ¿customer has received urine containment without label with expiration date information. Devices are not coming with expiration date in each pack. Customer wants to exchange them because they don't meet with requirements, and wants to know why they are being shipped this way.¿

Manufacturer narrative:
The alleged label the customer complained about (with expiration date and sterility seal information) is regionally applied by the hub distribution center. The label that actually comes from mfg plant is perfectly placed, and therefore it does not fall under a product issue. Evidences of the service organization decisions have been provided, and a clarification email was sent to customer. This record may be cancelled as not a product issue. Therefore MFR report # represents a non reportable event.

Event description:
It was reported when using the bd vacutainer® urine collection cups customer received urine containment without label expiration date. The following information was provided by the initial reporter. The customer stated: ¿customer has received urine containment without label with expiration date information. Devices are not coming with expiration date in each pack. Customer wants to exchange them because they don't meet with requirements, and wants to know why they are being shipped this way.¿